Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Overinfusion condition not confirmed. Unit was visually examined for any signs of abnormality that may have potentially contributed to the reported condition but no signs were found. Calculated flow test (43.5hrs) of 4.67ml/hrs found to be within specification range (4.50-5.5ml/hrs). The device performed as expected. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor was observed to have "overinfused the medication by 6 hours". This event occurred during patient use. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made; however, the device has not yet been received. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.